Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port and adapter caps were attached to the device. The fibers were wet with evidence of blood exposure. During the gross visual examination, two potted fiber fragments were observed at approximately 90°, with the dialysate ports at 0°, on the non-cavity ID end. Both fiber fragments were located on the outer perimeter of the fiber bundle. Under magnification of 20x, one fiber fragment measured approximately 7.06mm in length, and the other measured approximately 5.29mm in length. Opposing ends were not identified. Further examination of the complaint device did not identify any other damage or irregularities. The dialyzer was not subjected to a leak test as potted fiber fragments are known to impact the integrity of the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred thirty minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be internal, and it was confirmed to be visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for the presence of blood. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; their estimated blood loss (ebl) was 300 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient declined to continue their treatment and therefore was not re-setup with new supplies. Instead, the patient re-scheduled the dialysis treatment for another day. The complaint device was confirmed to be available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred thirty minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was reported to be internal, and it was confirmed to be visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive for the presence of blood. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; their estimated blood loss (ebl) was 300 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient declined to continue their treatment and therefore was not re-setup with new supplies. Instead, the patient re-scheduled the dialysis treatment for another day. The complaint device was confirmed to be available to be returned for evaluation.